Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection in an unknown location. The patient underwent an implantable pulse generator (ipg) replacement procedure. The explanted ipg will not be returned per hospital policy. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient developed an infection in an unknown location. The patient underwent an implantable pulse generator (ipg) replacement procedure. The explanted ipg will not be returned per hospital policy. No further information has been obtained despite good faith efforts. Additional information was received that the infection was at the ipg pocket site. The pocket site was not healing and the physician believed that it was not device related. The patient was placed on antibiotics and patient was doing well postoperatively.